Event description:
It was reported that the physician had difficulty placing the right atrial (ra) lead and the patient got anxious during the procedure. The lead was stopped for use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Sex, date of birth. If information is provided in the future, a supplemental report will be issued.